Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code occurred after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs.